Event description:
Caller reported a cgm error, specifically error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions for a pump reset and guided them through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.